Manufacturer narrative:
Follow-up received on 16-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Lot number: c59246; production date: 21-may-2014; expiration date: 31-may-2017. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Company causality comment this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure device was in the fibrous tissue outside the fallopian tube. The device was removed via hysterectomy and salpingectomy, approximately 7 months after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation. In the present case, the exact mechanism of the event was not reported. Approximately 7 months after essure insertion, the patient underwent hysterectomy and removal of essure due to pelvic pain; it was reported that one essure device was in the fibrous tissue outside the fallopian tube. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information is expected.

Manufacturer narrative:
Essure perforation questionnaire received on 11-jul-2016 from physician (B)(6). Her medical history was 5 pregnancies with 5 parities and one c-section. She has a previous history of iud use and colposcopy on (B)(6) 2010. She had no abnormal uterine findings prior to insertion. Essure was inserted on (B)(6) 2015 (last menstrual period was on (B)(6) 2011) when she was in a post-partum state. The last delivery was on (B)(6) 2015. It was not a c-section. Cervical dilation, sounding, local anesthesia and analgesia were applied during essure insertion. Insertion and visualization of tubal os were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. Complaints immediately after insertion were denied. On (B)(6) 2016, unilateral complete left perforation was diagnosed via hysterosalpingogram (hsg). Organ or intra-abdominal perforation was denied. According to physician, perforation did not occur before deployment. Right insert was in distal location. The patient presented with no symptoms. An ultrasound was done on (B)(6) 2016 as essure confirmation test, but was inconclusive. So, hsg was done on (B)(6) 2016 to confirm results. On (B)(6) 2016, essure was removed because patient requested and because it was medically necessary. The method used was ravh bso. Pathology results and signs of infection and inflammation were denied. Outcome was reported as recovered/resolved. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 4 months later, a unilateral complete left perforation (previously reported as essure device was in the fibrous tissue outside the fallopian tube ) was diagnosed via hysterosalpingogram. The right insert was in distal location. Essure inserts were removed via hysterectomy and salpingectomy, approximately 7 months after its insertion and she recovered. These events are listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move. This movement could result in dislocation within the fallopian tube or could result in fallopian tube perforation. In the present case, the exact onset date of these events was not reported. However, given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. The product technical complaint investigation resulted in an unconfirmed quality defect.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 14-apr-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number c59246 (expiration date may-2017). On (B)(6) 2016, essure, uterus and tubes were removed due to pelvic pain. One essure device was in the fibrous tissue outside the fallopian tube. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and essure device was in the fibrous tissue outside the fallopian tube. The device was removed via hysterectomy and salpingectomy, approximately 7 months after its insertion. This event is serious due to medical significance and listed in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), migration (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation. In the present case, the exact mechanism of the event was not reported. Approximately 7 months after essure insertion, the patient underwent hysterectomy and removal of essure due to pelvic pain; it was reported that one essure device was in the fibrous tissue outside the fallopian tube. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.